Manufacturer narrative:
(B)(4). B5 describe event or problem - additional information g3 date received by mfg - additional information g6 type of report - updated/follow-up h2 type of follow up - correction/additional information h10 corrected data h11 additional narrative - correction, add related complaint number.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that on 07/10/2024, the wearable was about to fall off. The patient finished removing the wearable and noted the wire to be missing. He went to the emergency department (ed) and underwent x-ray and ultrasound. The doctor reportedly performed minor surgery in attempts to remove the retained wire, but was unsuccessful. The patient experienced numbness following the procedure. The patient was discharged and referred to a surgeon. Upon consultation with the surgeon, the patient was advised against further surgery, but was prescribed unremembered antibiotic. At the time of follow up, the patient was stable. There was no documentation of further medical evaluation or intervention for retained sensor wire. No other details were documented. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.